Event description:
Na

Manufacturer narrative:
The device was returned for analysis on 7/1/1997. Investigation of this event identified that a fracture occurred in the pump diaphragm material. Blood leaked through this fracture and coagulated within the motor chamber. The coagulum prevented the motor from rotating and effectively stopped the pump. Investigation into the cause of the fracture is inconclusive. However, it was noted during the investigation that one of the diaphragm support structures was outside of the manufacturer's tolerance for surface finish (too rough). This roughness may have abraded the diaphragm. The combination of the apparent diaphragm abrasion and normal diaphragm stresses may have resulted in a cylcic fatigue fracture propagating through the diaphragm. Even though it is inconclusive as to whether the support finish is related to this event, the MFR has implemented the following corrective and preventative actions related to surface finish: 1. The diaphragm support supplier was issued a supplier corrective action to include their inspecting the inner diameter surface finish prior to shipment to assure it meets MFR specification. 2. The MFR has added the use of a profilometer to the diaphragm support inspection to check the surface finish on the inner diameter angled surface. 3. All diaphragm support components were reworked for the inner diameter surface finish and inspected. No further info is available at this time. Since the device was returned for analysis on 7/1/1997, the evaluation codes (section h6) were revised to reflect the device evaluation results.